Manufacturer narrative:
(B)(4). Batch # m5452u. The analysis found that one pce60a device was returned in good visual condition and with an ecr60b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no unusual strange noises where heard during functional testing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the reason for the prolonged hospitalization? There was not a prolonged hospitalization . What is the experience of the surgical staff with loading device? Have run about 20 procedures with pse60a. Was the sight of the bleeding identified? Yes . What was the cause of the bleeding? Incorrect closure. Did the device cut and staple? Yes, all seemed fine. How long was the patient hospitalized? 5 days. What is the current patient status? The patient was discharged without any problem.

Event description:
It was reported that during a sleeve gastrectomy procedure, at the fifth firing (with the blue reload) the stapler blocked. The reverse button was activated and the jaws opened and subsequently the stapler was extracted. The device was cleaned, the reload was removed, and the jaws were put in saline solution. After this, the stapler was re-assembled with the same reload, but the device emitted a sound and blocked again. The stapler was extracted from the trocar and the reload was removed. The stapler was cleaned and re-assembled with a new blue reload. The device once placed on the stomach, emitted the same sound and blocked. Bleeding was verified and to stop it were affixed points of suture. With a methylene blue test was detected a fistula at correspondence of the malfunctioning. It was made an overlock. There was a delay of thirty minutes. It was necessary to prolong hospitalization and antibiotic therapy. Another like device was used to complete the procedure.